Event description:
It was reported that the right atrial (ra) lead had become dislodged. The physician stated that the leads were very intertwined and felt this was twiddler's syndrome. The suture sleeve was noted to be torn in two when the pocket was opened. The ra lead was explanted and replaced. The left ventricular lead had high threshold and no capture in certain configurations through the device but had normal impedance through the analyzer. In order to verify if this was a connector problem, a new device was implanted and obtained the same results as the previous device. The old device was explanted. The new device remains implanted. No further action is planned. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage.